Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose value was 2.5 mmol/l at the time of the incident. Another blood glucose level was 6.8 mmol/l. The customer was declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer stated that the insulin pump had crack on the back of the battery compartment. The device will be returned for analysis.